Manufacturer narrative:
Investigation of returned subject guidewire was revealed breakage at approx. 25mm from tip end. Close observation indicated the breakage due to excessive rotation. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that rotational manipulation was excessively given to the guidewire of which distal end was trapped in the cto lesion, the rotational force was accumulated to the guidewire, resulting the breakage or the guidewire when the accumulated force exceeded the product design limit. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guide wire" as possible complications and adverse events.

Event description:
Reportedly, to treat the heavily calcified cto lesion from posterior tibial artery to plantar artery, subject guidewire was used and advanced to cross the lesion. During the attempt, breakage at the distal section was found with the guidewire. The broken fragment was left in the anatomy at the physician's discretion. No complication is reported with the patient.

Manufacturer narrative:
(B)(4)